Event description:
It was reported that a balloon rupture occurred. An equalizer balloon catheter was selected for use during an aortic stent graft placement procedure. During the procedure, the balloon ruptured. Two additional balloons were used which resulted in extended procedure time. The procedure was completed.

Manufacturer narrative:
B3 - date of event: event date was not provided and estimated based on aware date. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.